Event description:
Bayer case number: (B)(4). The essure device was noted to be embedded within the left cornua [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the essure device was noted to be embedded within the left cornua") in a 34 year-old female patient who had essure inserted. The patient had a medical history of adenomyosis, parity 1, gravida I, endometriosis and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy, removal of bilateral essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: left and right: two trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: the specimen received a left fallopian tube ¿ sectioning shows a proximally located spring like metallic coil (foreign device 4.2 cm long and 0.2 cm diameter). A right fallopian tube area fragmented portions of tube, sectioning shows a spring like metallic coil embedded at the proximal aspect (foreign device 3.5 cm long and 0.2 cm in diameter). Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.